Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient received an alert for non sustained lead noise. The patient will be brought into clinic for further testing. Lead will be monitored.